Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus is currently implanted. There were no additional patient complications reported.

Manufacturer narrative:
No gfe to obtain the unknown information was performed as the report was a patient services report. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.